Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and six batteries (B)(6)) were returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Failure analysis of the returned batteries revealed that all the batteries passed functional testing. No anomalies were observed during visual inspection of (B)(6). However, during visual inspection of (B)(6) it was observed worn-out connectors. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature p ower switching events that were due to momentary disconnections, as well as momentary disconnections that did not lead to premature power switching events involving (B)(6). A momentary disconnection will result in an audible tone or "beep". This is likely related to the reported ¿battery connection sounds¿. There is no evidence that the lubrication servicing was performed on the reported devices. Analysis of the alarm log files did not reveal any power disconnect alarms. However, review of the data log file revealed multiple instances involving (B)(6) where the battery¿s relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. One critical battery alarm was recorded on (B)(6) 2020 due to communication error involving (B)(6). Additionally, two low flow alarms were recorded on (B)(6) 2020. One controller power-up and associated motor start event was logged on (B)(6) 2020 at 13:34:06. Analysis of internal logs revealed that (B)(6) was connected to power port one with 98% rsoc and (B)(6) was connected to power port two with 54% rsoc. The data point after the controller power up event revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The controller was off for approximately six seconds. As a result, the reported events were confirmed. The most likely root cause of the worn-out/damaged connectors can be attributed to wear, likely due to normal disconnection and reconnection between the battery and metal power port connectors on the controller. The most likely root cause of the premature power switching, and beeps can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. The most likely root cause of the critical battery alarms and battery¿s rsoc between 101-201 can be attributed to communication errors. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate vad rotational speed. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307, 4315 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180, 3213 h6: FDA conclusion code(s): 12, 19 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180, 3213 h6: FDA conclusion code(s): 12, 19 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180, 3213 h6: FDA conclusion code(s): 12, 19 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 26-feb-2020. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 04-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 26-feb-2020. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 11-dec-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 26-feb-2020. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 11-dec-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 26-feb-2020. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 11-dec-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 26-feb-2020. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 11-dec-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 26-feb-2020. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 23-jul-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 26-feb-2020. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 28-jul-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows and a vad stop. It was also reported that the controller and batteries exhibited power switching. The controller exhibited battery connection sounds, an erroneous critical battery alarm associated with one of the batteries, and a loss of power. Four of the batteries exhibited a poor mechanical connection and two of the batteries exhibited communication errors associated with power disconnect alarms. The vad remains in use, and the controller and batteries were exchanged. No patient complications have been reported as a result of this event.